Event description:
It was reported that the right ventricular (rv) lead was not sensing or capturing the ventricle and had pulled back into the atrium. It is believed that the lead pulled back during a fall. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2008. (B)(4).